Event description:
It was reported that a user contacted support to ask if they could eat with a blood glucose of 235 mg/dl and was advised to follow the healthcare provider¿s instruction not to meal announce and to contact the provider for medical guidance. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included a review of the account notes and user-reported information, along with education on appropriate use and referral to the healthcare provider. Investigation of this case revealed no device malfunction or alarm activity and no device component issue. It was concluded, based on previously established findings for similar reports, that user education and clinical management are the likely contributing factors, with no device-related failure identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.